Event description:
Inamed/mcghan study for silicone right breast implant participant. MRI report showed an intracapsular rupture in 2003, implant initially was put in in 2003. Inamed/mcghan refuses to reimburse pt for $901.63 out-of-pocket expenses incurred due to the MRI. Diagnostic reading and surgical fees for hosp and surgeon. Sending copies of letters to inamed and MRI report and statements.